Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 57 mm diameter abdominal aortic aneurysm approximately one month ago. The aortic neck was 11 mm in length and 27 mm in diameter. The bifurcated stent graft was implanted from the right side and the contralateral limb was implanted from the right. It is reported that there was a blushing type IV endoleak near the flow divider of the bifur. The endoleak was observed to have significantly lessened with time during the procedure, it did not completely resolve. The patient will be monitored by the physician. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Cause of event is unknown. Conclusion: cause of event is unknown.